Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "rupture", confirmed via MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "rupture", confirmed via MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.